Event description:
A consumer reported blurry vision immediately following intraocular lens (iol) implant surgery which has been slowly improving. He also reported that prior to the implant surgery his vision was light perception due to trauma. The consumer reported that the retina was good and he was told the blurry vision was because of the surgery and the trauma to the natural lens prior to surgery. In a followup with the consumer, he reported his vision is slow to recover due to trauma and reported he is being treated with medications for corneal edema. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional info has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).